Manufacturer narrative:
(B)(4). A visual examination of the returned capio slim device revealed that the handle was in good condition, the carrier was found deployed and the ten riveting were in place. A microscopic examination was also performed and revealed that the carrier was deployed and the cage was in good condition. After cleaning up the device, a functional examination was performed and revealed that the handle was actuated three times and the dart anchored properly in the cage, but the carrier did not retract completely; consequently, not confirming the reported complaint. An x-ray examination revealed that the internal components of the distal section of the device was observed and found the core wire was kinked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. In contrast to the complaint information that the event happened during preparation, product analysis revealed that the device had dry blood at the distal area which confirms that it was used and manipulated. Moreover, the dart anchored properly in the catch, but the carrier did not retract totally that could have been caused by the kinked core wire. The failure of kinked wire could have been caused by an excess of force or several attempts during the procedure. Based on the analysis of the returned device, the investigation concluded that the problem occurred during the procedure; therefore, the most probable cause for this complaint is adverse event related to procedure, which indicates the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was opened and intended to be used in a sacrospinous ligament fixation procedure performed on (B)(6) 2021 to treat prolapse. During preparation, the carrier was unable to extend when the device was tested outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as the outcome of the event. *this event has been deemed reportable based on the investigation results: the carrier extended without problem but did not retract completely.